Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patent presented for a lead extraction and replacement due to high thresholds, poor sensing and low pacing lead impedance (pli) measurements. The patient will continue to be monitored.